Event description:
It was reported that just after implant, high impedances were measured (>4000 ohms) between electrode 0 and electrode 1. The pt needs both electrodes for successful therapy so that no successful stimulation was possible. The physician will wait four to six weeks and if impedances are still > 4000 ohms, replacement will be considered. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).